Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found full breach outer insulation degradation in the middle region of the lead. Two external insulation abrasions breaching the outer insulation and exposing the outer coil proximal and distal to the suture tie impression. The cause of the external insulation abrasions is consistent with friction to the device can and friction to another device or feature of the heart.